Event description:
It was reported that the patient presented for a follow up in clinic post a recent implant procedure. The patient was not dependent on the system and was asymptomatic. It was noted that failure to capture and a drop in r waves was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable throughout with no adverse consequences.

Manufacturer narrative:
The reported events of failure to capture and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examinations of the lead found no anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.